Event description:
It was reported by customer that the lockable drainage line failed after the procedure. The line disengaged from the locking mechanism that is designed to interlock with the proprietary safety valve on the patient side catheter. The adaptor between the pleurx and the pleuravac tubing ¿fell apart¿ and broke. Patient impact procedure disruption occurred.

Manufacturer narrative:
H11: a lot number was provided; the device history records are currently under review. The investigation is currently underway. H3 (device eval by manufacturer) a device has not been returned. Upon completion of the investigation, a supplemental report will be filed. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.